Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in hospital for a routine device replacement when externalized conductors were observed. The lead was capped and replaced. The patient condition was good after the event and monitoring will continue.